Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 turnoff after 20 min automatically, no one was harmed on site.

Manufacturer narrative:
Updated fields- b4, b5, d9, e1 (initial reporter name ), e2, e3, g3, g6, h2, h3, h6 (health effect ¿ impact codes), h11. Corrected fields- b6, b7, d10. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, cs300 intra-aortic balloon pump (iabp) had defective power supply and turned off automatically after 20 min. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) observed and found the same reported event. Cross checked power supply with working power supply. And observed machine 3-4 hours and machine working fine. Power supply is defective and it need to be replaced. Part was declared and still waiting for the part. Machine was under breakdown. No other information available. In future if we receive any repair information will reopen and update the investigation.